Event description:
It was reported that pump experienced malfunction alarm that continued to recur even after reset, with no notable events occurring prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to reset pump, then to switch to multiple daily injections as backup therapy, and was provided replacement pump under warranty along with guidance to place malfunctioning pump in storage mode, return it within 10 days using prepaid materials, and program pump settings and reconnect continuous glucose monitor on replacement device.